Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specified range. No blank display anomaly or unexpected low battery alarms were noted. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was malfunctioning. It was alarming low battery and had blank display without previous alarm. Nothing further was reported.